Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. Cannot perform longevity calculation due to power on reset (por) with no reason code erased all data. Concomitant products: product ID: 694765 lead, implanted: (B)(6) 2010. Product ID: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).